Manufacturer narrative:
This report is submitted on december 07, 2021.

Event description:
Per the clinic, the patient experienced recurrent infection (specific date not reported) at the abutment site and subsequently, was treated with topical and oral antibiotics (duration not reported). However, the issue could not be resolved. The abutment was removed on (B)(6) 2021 and there are no plans to replace the patient with a new abutment as of the date of this report.